Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
Clinical study polarx pas py003; subject ID: (B)(6). Per clinical report, it was reported that post pulmonary vein isolation (pvi) ablation procedure using the polarxfit catheter, the patient experienced persistent cough. Patient reported chest/lung irritation and coughing frequently when she breathes since procedure. Oral medication was changed/adjusted to resolve the issue. Also, a chest x-ray was performed. Event resolved on (B)(6) 2025 and patient is now recovered. Device is not expected to be returned as it was discarded post procedure.